Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "this event was confirmed at the distribution center when the product was returned. The device was likely broken during surgery."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received freehand target device is broken from two different points which can be visualized from the images, both breakages point shows signs of brittle fracture, and smooth surface at the points. The breakage is caused by sudden excess load application. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to being user-related. The breakage is caused by sudden excess load application. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "this event was confirmed at the distribution center when the product was returned. The device was likely broken during surgery."